Manufacturer narrative:
A lot history record review was completed for lots 25108181, 25112026 and 25115922. The last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro device's cautery did not work properly. There was major bleeding (this was the first burn), however device worked on all the other branches. The pa "dealt" with the bleeding, the vessel retracted and stopped bleeding eventually.